Event description:
There was an allegation of questionable ise indirect gen 2 sodium results for patient samples and an issue with qc results for potassium from the cobas 6000 c 501 analyzer. Refer to the attachment to the medwatch for all patient sodium results. The repeat results were believed correct.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The sodium electrode lot number was requested but was not provided. The customer replaced the reference electrode. The field service engineer verified the analyzer performance with ise checks and qc that were within range.